Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an arthroscopy surgery the device produced small splinters of metal. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update (B)(6) 2022. It was confirmed that all fragments were retrieved from the patient.

Manufacturer narrative:
The complaint is confirmed due to the abrasion marks found. (1) unpackaged ar-7300ds was received for evaluation. Visual inspection noted circumferential abrasion marks between the inner tube head and the outer tube hood. Biological tissue was identified inside the inner tube head. Functional testing was performed, and metal shavings were not produced. Without additional information, the cause remains undetermined. A probable cause could be attributed to leveraging/prying forces applied to the outer tube while operating the device, causing the outer and inner tubes to rub on each other.